Event description:
The customer stated that when he performed a blood glucose test, he did not understand what he saw on the display screen. While troubleshooting, the customer described what he was seeing on the screen. It was determined that segments were missing. The customer did not allege any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.